Manufacturer narrative:
(B)(4) d4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00889024281059. D10: item name# delta cer fem hd 28/0mm t1; item number# 650-1158; lot number# 3103748. Item name# ringloc bi-polar 28x52mm; item number# 11-165228; lot number# 668200. G2: foreign - event occurred in netherlands. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k192236. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient died approximately three weeks after a hemiarthroplasty due to unknown reasons. Attempts have been made and no further information has been provided.